Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. The device lost fluid from an unknown location. All components were removed and replaced. There were no patient complications in relation to this event.